Event description:
A trilogy o2 ventilator was returned to the manufacturer's service center for regular maintenance. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator alarm was found in the ventilator's downloaded error log indicating a high internal oxygen condition. It was confirmed that "high internal oxygen" alarm sounded with the fio2 setting is 21% without oxygenation. The device's oxygen blender printed circuit board assembly was replaced to address the reported occurrence of a critical ventilator alarm.